Event description:
(B)(4). The dealer reported that the (B)(4) electric bed control box was inoperable. There was no patient injury reported.

Manufacturer narrative:
MFR. Report # 1031452-2013-00767 indicting the junction box is broken. This is a non reportable event. The sc900dlx low bed has a battery back up and is also equipped with a hand crank to operate the bed functions.